Event description:
It was reported that during implant the physician noticed insulation damage on the left ventricular (lv) lead. The lead was implanted and will be monitored. No patient complications have been reported as a result of this event.